Event description:
This obese pt was undergoing a laparoscopic cholecystectomy. During the placement of one of the 5 mm ports, a piece of the trocar broke off and could not be located outside the operative field. The piece is estimated to be 4 mm x 2 mm x .5 mm and cannot be located via x-ray as the piece is not radiopaque. A rep of ethicon was contacted and notified of the event. The trocars do not accomodate obese pts well; mfg a larger trocar may need to be considered.